Event description:
The customer stated a cell-dyn emerald analyzer generated erratic mcv values for quality controls. The investigation found that the gain settings on a cell-dyn emerald analyzer did not match the standard setting. The cell-dyn emerald analyzer had been returned to abbott laboratories for the investigation and is no longer available for customer use. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A followup report will be submitted when the investigation is complete. Other text : an investigation is in process